Event description:
Minamo wire was used to cross tight lesion in the circumflex, after attempts to deliver a balloon and a microcatheter failed, the wire was then attempted to be removed. This is when the wire got stuck. The physician attempted to remove it by advancing a microcatheter but was unsuccessful. He then tried to wire it with a second wire but could not deliver a balloon to release the wire. After contacting a fellow physician and attempting other techniques failed. He then proceeded to pull the wire. It was at this moment when the wire started unravelling. Most of the wire was removed, but some remained in the vessel. The physician then proceeded to stent the left main to tack the wire to the wall of the vessel. The patient remained stable throughout the entire procedure.